Event description:
Report from the USA stating the device had low power and could not run more than 1000 rpms. The device was used in surgery. There were no injuries or medical intervention reported. It is unk if there was a delay in surgery. No additional info available.

Manufacturer narrative:
The device was received by depuy synthes. The device was evaluated and the reported condition of the device had low power and could not run more than 1000 rpms could not be confirmed. The device passed all tests and no problems were observed. If additional info becomes available a supplemental report will be submitted.